Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had a permanent out of range signal. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. The dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.